Event description:
User requested help reading a data card regarding an incident where the subject was not resuscitated. (B) (4).

Manufacturer narrative:
510(k) number is for associated device. Only the data card was returned for eval. Method: based on customer's account of this incident.